Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the lower collimator leaves were stuck and the end stop adjustment for the lower leaves were also slightly off. The collimator was adjusted and calibrated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that when the imaging system was powered on, it was stuck on initializing system, please wait for a while and then went into stand alone mode. After re-booting the system about three times, collimator error was received. No patient present. It was reported that the issue was not found during preventative maintenance.